Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - alteration in body temperature

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm. Date of event is an approximation. On 02/16/2025, it was reported that the patient experienced an unspecified sensor issue, after which they lost consciousness. The day of the event the patient´s child noted that the patient needed to lay down and was not feeling well. The patient experienced a hypoglycemic event and was sweating a lot, was cold and lost consciousness. The emergencies were called, and the patient was brought to the hospital. The patient could no longer remember what the cgm display was showing, but there would have been an error message. At the hospital the patient received unspecified intravenous treatment. It was not known how long the patient stayed at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No additional patient or event information is available.